Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose value was 198 mg/dl; cause of bg level is unknown. Patient's father administered manual injections to address bg.